Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise, oversensing, high pacing impedance measurements and high pacing threshold measurements were observed on the right ventricular (rv) lead. A lead fracture was suspected and confirmed through fluoroscopy. As a result, a revision procedure was scheduled and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.